Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. 800 ml were delivered in 6 hrs. There was no illness, injury or medical intervention resulting from the event. Note: three serial numbers were reported as the reporter could not discern which pump was involved in the event. One pt involved.